Event description:
It was reported that prior to use with bd vacutainer® sst¿ ii advance plus blood collection tubes the stopper was discovered to be missing. The following information was provided by the initial reporter, translated from chinese to english: stage: after opening the package defect: blood collection tube cap without rubber stopper quantity: 1 piece.

Manufacturer narrative:
D10: device available for eval: yes d10: returned to manufacturer on: 03-oct-2023 h.6 investigation summary: bd received a photograph and 1 sample from the customer in support of this complaint. Evaluation of both indicated a tube with the missing cap/stopper assembly. 100 retained samples were visually inspected, and no missing closures were found. Bd was able to confirm the customer¿s indicated failure mode with the photograph provided. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Manufacturer narrative:
E1: initial reporter phone #: (B)(6). H6: investigation summary: bd received a photograph and 1 sample from the customer in support of this complaint. Evaluation of both indicated a tube with the missing cap/stopper assembly. 100 retained samples were visually inspected, and no missing closures were found. Bd was able to confirm the customer¿s indicated failure mode with the photograph provided. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that prior to use with bd vacutainer® sst¿ ii advance plus blood collection tubes the stopper was discovered to be missing. The following information was provided by the initial reporter, translated from chinese to english: stage: after opening the package defect: blood collection tube cap without rubber stopper. Quantity: 1 piece.